Event description:
It was reported that during a tlh with a right salpingo oophorectomy procedure, the blade broke off into the patient. The blade was removed from the patient. The case was completed with bi polar scissors with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.